Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis entangled on the stent delivery system. The stent was severely damaged and appeared to have been previously expanded. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the profile of the hypotube shaft or the distal portion of the delivery shaft. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After a 6f jr guide catheter was placed, a non -bsc guidewire was advanced to cross the lesion with balloon anchoring technique. Pre-dilation was then performed with a 2x12 and a 2.5x15 non compliant balloon catheters. Subsequently, a 2.50x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion despite multiple attempts. The device was removed and the physician abandoned the case. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.